Event description:
It was reported that the right ventricular lead exhibited noise and impedance less than 200 ohms. The lead was explanted and replaced. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.